Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise after high voltage therapy was observed on the rv lead via merlin.net. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2019. Patient was stable.

Event description:
New information received noted that fluoroscopy revealed no fracture on the right ventricular lead.